Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke. However, it is unknown where or how the bag became broken. No contents fell into the patient. It is unknown how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Cut suture, broken push pull rod. The analysis results of the pouch found that it was received with the push pull rod broken at the handle assembly area and with the suture cut; however, these findings are not related with the incident reported. The bag was not received for evaluation. The rest of the components were noted in good condition. Although, it could not be determined how the reported circumstances occurred a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Boston scientific received information that this implantable cardioverter was an elective replacement. While implanted it detected noise on the right ventricle and right atrial ports with pacing inhibition and drops in pacing impedances. The device was returned and initial analysis revealed a device anomaly. No adverse patient effects were reported.